Manufacturer narrative:
It was reported that the patient's ipg was replaced due to the patient stating that the ipg was damaged by an MRI because the center didn't place it into MRI mode. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent a thoracic MRI procedure; however, the device was not placed into MRI mode prior to the procedure. As such, ipg became inoperable and was unable to communicate with the clinician programmer (cp). In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated.